Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a superficial femoral artery intervention procedure, a fox plus balloon ruptured at 14 atmospheres. The device was removed without difficulty and there was no adverse pt effect. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.